Manufacturer narrative:
A3 - gender is unknown and will be provided once additional information is received. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a unknown system controller exchange.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the patient having active alarms which prompted a controller exchange was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis; however, a log file was submitted. The submitted original controller event log file for system controller (B)(6) contained data spanning approximately 5 hours on 03apr2023 (9:14:08 ¿ 13:49:55 per the timestamp).the driveline was disconnected on 03apr2023 at 12:08:21 and remained disconnected for the rest of the log file which confirms that the controller was disconnected from the pump during the exchange. The log file captured intermittent atypical power cable disconnect alarms active while connected to battery power due to the rsoc voltage in the white power cable dropping below the minimum voltage threshold. The alarms resolved on their own when the rsoc voltage in the white power cable was restored to its expected voltage threshold. The atypical power cable disconnected alarms did not affect the controller's ability to operate the pump at the set speed. Other rsoc invalid fault flags were active in the log file; however, they were not active long enough to trigger an alarm. There were no other notable alarms active in the log file. Multiple attempts were made to obtain additional information about the reported event such as if the 14v batteries or clips were suspected to be the cause of the event, if any products were exchanged, why the controller was exchanged, and if any products will be returning for analysis; however, no response was given. The root cause of the reported event of power cable disconnect alarms could not be conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, and the actions to take if the alarms do not resolve. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.